Event description:
It was reported that during an upper left lobectomy procedure, the device was fired 6 times on vessels 3-4 mm in size. After thorough inspection and testing of all staple lines (surgeon performed approx 15 minute lymphadenectomy after the resection), the pt had emergent blood loss through the chest tube while waiting in the ICU 45-60 minutes post staple firings. They opened pt and there was bleeding throughout the cavity. Pt lost approx 800cc. Resected the entire lung in an effort to find the source of the bleeding. The pt expired afterwards. No autopsy will be performed due to orthodox beliefs of the pt and family.

Manufacturer narrative:
Info not available, device not returned for analysis.